Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the monitor did not recognize that only pacemaker pulses were displayed, but no physiological heart activity was present. It was further reported that testing on (B)(6) 2011 at 12:30 h using an ECG simulator resulted in faultless function of the monitor. All alarms were correctly displayed and posted. It was reported that the pt died. However, death was already in progress and expected. (B)(4).